Event description:
It was reported that the patient underwent a revision procedure 6 months and 26 days post implantation due to stem subsidence and loosening. Stem was extracted easily and an interlocking 300 arcos was inserted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 11-301313 item name arcos con sz c hi 60mm lot # 794770. 11-302136 item name arcos lateral troch bolt 36mm lot # 65788861. 163667 item name 32mm mod head cocr -6mm neck lot # 64858098. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d4, g3, g6, h2, h6 suggested component code: mechanical (g04) stem, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A radiograph was provided but was not sent for mmi review as it was unknown when the x-ray was taken. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available at the time of this report.